Event description:
Boston scientific crm received information that this right atrial lead experienced an increase in impedance measurement to 1260 ohms. Additionally, the threshold measurement increased. It was noted that a lead revision procedure was scheduled. This lead remains implanted. This event will be reopened if any additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.